Event description:
Caller reported that cartridge randomly displayed 0 units of insulin, though no alarms were present in history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge and successfully resuming insulin delivery, requiring no further assistance.